Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system did not vacuum in the phaco mode. There was no system message displayed. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).